Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse troubleshot the iabp unit and determined that the scroll compressor was not functioning. To fix the issue, the fse replaced the scroll compressor and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to patient use and during power up of the cardiosave intra-aortic balloon pump (iabp) unit, the display goes blank and the iabp unit would not pass the start up and alarmed. There was no patient involvement, and no adverse event reported.